Event description:
It was reported that during a remote check, the patient with a pacemaker had observations of loss of capture (loc) on the right ventricular (rv) channel which caused pacing inhibition however, there was no asystole. It was noted the patient was capturing every other beat and is dependent on therapy. The patient was brought in for evaluation at the clinic and the device was programmed to unipolar pace/ sense configuration and capture was regained. Subsequently, a (rv) lead revision was performed. During opening of the pocket, the physician noted the set screw was loose on the device and after one turn the lead fell out. The rv lead then was connected to the analyzer and there was no signal and out-of-range (oor) pacing impedance measuring greater than 2000 ohms when programed in bipolar. The decision was made to surgically abandoned and replace the lead in which was successful. The set screw was fully tightened and a tug test was performed. No out of range measurements were noted. No additional adverse patient effects were reported.